Manufacturer narrative:
The customer returned the suspected contour next ez and contour next one meters along with the contour next control solution for evaluation. The test strips involved in the event were not returned. An in-house testing was performed using the returned meters with in-house test strips and control solution, which gave satisfactory performance. Testing was also performed with blood using the returned meters and in-house contour next test strips from lot # 9cpef04a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within one minute, he obtained blood glucose readings of 69 mg/dl and 132 mg/dl on the contour next one meter and contour next ez meter respectively. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.